Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a cubie became stuck and an unloaded tray would not return into the machine. The device displayed a maintenance required mode due to discrepancies. The customer reported that atropine was needed from a drawer that was stuck. Additionally, multiple drawers were reported to be stuck, and one tray was unable to slide back into the drawer assembly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was stuck. The field service engineer (fse) found that the tray had been removed from position 2.6 and the engine (control unit) was pushed inside the drawer. The fse replaced with a new engine (control unit) to resolve the issue. Each drawer was then tested in the hardware test application, and all were confirmed to be functioning properly. The system functioned as intended after the field service engineer (fse) repaired the device.